Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. The valve actuation test passed. The system air leak test passed. The simulated treatment post-accelerated stress test 2 hour 15 minute 8500 ml test passed. The device history record did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and stated that she had woke up and noticed that the screen on the liberty select cycler was blank. She tried pressing on the screen and the stop and ok keys, but the screen remained blank. Tech support had the patient reboot the cycler and the cycler alarmed an unknown message and the keys lit up, but the screen remained blank. The fresenius technical support representative issued a replacement cycler due to the blank screen and advised the patient to discontinue using the cycler. The patient will perform alternate treatment as needed. The patient was advised to contact pd nurse to inform of replacement. Upon follow up, the patient was not sure if she was able to complete treatment. The patient verified that there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient reported that the cycler is available to be returned for analysis and that a new cycler was received.